Event description:
It was reported that during a stent placement procedure in right iliac artery stenosis, the device allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a provided x-ray image shows the device inside the iliac artery with the stent not deployed. Another provided photo of the device show the stent was still loaded in the catheter and the t-luer adapter was detached from the slider. The stent delivery system was returned for evaluation, the stent was still loaded in the system and the t-luer adapter was detached from the slider which was activated and displaced all the way proximally and would have made a successful deployment using the trigger impossible which leads to confirmed results for detachment of the delivery system from the slider and failure to deploy the stent was considered a cascading event. There was no indication of a manufacturing deficiency. Based on the available information and as the sample was not returned for evaluation, the investigation was closed with confirmed results for detachment of the delivery system from the slider and failure to deploy the stent is considered a cascading event. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding general warning, the IFU states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". Regarding accessories, the IFU states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035 inch (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to general directions, the IFU states "pre-dilatation of the stricture is recommended. Selection of an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.